Manufacturer narrative:
Given the fact that the event was fatal and given the time-frame in which it occurred relative to therasphere administration this event is medically reportable. It may be impossible to determine causality given the patient's pre-existing medical conditions and age in the absence of an autopsy.

Event description:
A pt with a clinical history of multifocal hcc was treated with therasphere on (B)(6) 2013 with no complications. On (B)(6) 2013 the pt presented to the (B)(6) emergency room and was found to be hypotensive and hypotoxic. Cardiology diagnosed demand ischemia. Admitted to ICU for hypovolemic shock, acute renal failure and non-st elevation myocardial infarction. Pt hydrated. CT of abdomen showed no hemorrhage or vascular injury. Pt discharged to rehab (B)(6) 2013. On (B)(6) 2013 the pt showed shortness of breath at rehab but refused to go to hospital. Pt gradually became unresponsive and progressed to respiratory arrest. Arrived at (B)(6) emergency dept with CPR in progress. Emergency room acls performed. Pt pronounced by emergency dept physician cardiac arrest/respiratory arrest.